Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) procedure at t11. Per the report, "part of the anterior wall and posterior wall were brittle." The cement was injected 13 minutes from the start of mixing, and had a "stringy" consistency. It was reported that "slight cement leakage toward spinal canal was confirmed at around the end of cement injection" and cement injection was immediately stopped. It was noted that there was no change in the patient's vital signs at the time. Immediately post-op, the physician reassessed the extravasation and it could not be detected on the c-arm, however, CT scans confirmed cement extravasation occurred from the "pedicle to the spinal canal on the left side." The patient was reportedly asymptomatic and doing well. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.